Manufacturer narrative:
Patient codes: 2645 labeled na. Internal file number - (B)(4). Correction: patient age changed from unk to na. Correction: case details correction: relevant tests correction: other relevant history correction: part number changed from 1500200-28 to 1012448-15. Correction: lot number changed from 7100241 to 81024g1. Correction: return status. Correction: concomitant medical products changed to na correction: manufacturer site changed from (B)(6) ireland to (B)(6) costa rica. Correction: device evaluated by manufacturer (yes - checked). Patient code 2199 removed. Device codes 2017, 2524 removed. This event has been determined to be a duplicate event filed under manufacturer report number (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Correction to case details: it was reported that before use, the protective sheath of the nc trek 2.75 x 15 mm balloon dilatation catheter was difficult to remove. The device was not used and there was no patient involvement. Another device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified mid left anterior descending artery. The protective sheath of a 2.0x28mm xience sierra stent delivery system was difficult to remove, but ultimately was successful. The device was used in the patient but failed to cross due to the anatomy. Patient treatment is unknown. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Brand name changed from xience sierra everolimus coronary stent system to nc trek coronary dilatation catheter.